Event description:
I had zio heart monitor put on by a health professional. It was supposed to be worn for 10 days. The next day it was causing mild redness, slight burning feeling, and itchiness. The nurse stated this could be common. I continued to wear it. As the days passed it was getting worse. By day 7 it was very painful. Hard time sleeping for several days due to symptoms. Extremely red, itchy and burning. I was having symptoms for reasons of having the monitor so I left it on. The next morning I had to remove it. I didn't realize I have the imprint of the monitor on my chest. I didn't realize it was so bad until I took it off. 2 days later it looks like the monitor was literally burned to my skin. It still itches and burns, despite treating with neosporin. It appears it will leave a scar on my skin. Was supposed to be worn until (B)(6) 2024. Removed it early. Need to mail in on 4/22/24. Follow up with pcp (primary care physician) for burn on (B)(6) 2024.